Event description:
The facility reported footswitch failure, and not reacting during case. They will have to cancel cases.

Manufacturer narrative:
Footswitch received; investigation, including root cause analysis, is in progress.